Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Related manufacturer reference number: 1627487-2020-21806. It was reported the patient experienced the inability to increase amplitude on stimulation. Diagnostics revealed high impedances of the patient¿s lead, and x-rays revealed fracture on the patient¿s l5 lead. Reprogramming was unable to restore effective stimulation with the patient¿s other leads. To address the issue, the physician planned to explant and replace the l5 lead on (B)(6) 2020. Upon removing the l5 lead, the physician unintentionally dislodged the right s1 lead, and therefore replaced the s1 lead, as well as replaced the l5 lead. This resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Device 1 of 2. Related manufacturer reference number: 1627487-2020-21806.